Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device. Hcp stated "patient has experienced pain and discomfort over the years and had an ultrasound which confirmed that there was a bilateral and extracapsular rupture. There is silicone adenopathy to both axillae."

Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy; rupture.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified that apparently it is broken the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device. Hcp stated "patient has experienced pain and discomfort over the years and had an ultrasound which confirmed that there was a bilateral and extracapsular rupture. There is silicone adenopathy to both axillae."